Event description:
The customer observed false nonreactive alinity I anti-hcv results for one sample. The following data was provided: initial result = 0.88 s/co (nonreactive), repeats = 2.14 s/co and 2.30 s/co (reactive) the customer believes the reactive results are correct. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with lot number 45587be00 and the complaint issue. In-house sensitivity testing was completed with complaint lot number 45587be00. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent for lot 45587be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one sample. The following data was provided: initial result = 0.88 s/co (nonreactive), repeats = 2.14 s/co and 2.30 s/co (reactive). The customer believes the reactive results are correct. No impact to patient management was reported.